Event description:
Implants broke on insertion. Remnants of implants were left inside the pt. Surgeon used an additional implant to complete the case. No adverse consequences reported as a result of event.